Manufacturer narrative:
Date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, the device has a damaged dso seal. The complaint was confirmed via functional testing. The cause was the damaged dso seal. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. It is recommended that the dso seal be replaced. It was also recommended that the motor be replaced as a precaution as the motor in the device has more than 11 million revolutions.

Event description:
It was reported that the occlusion joint was damaged. There was unknown patient involvement and unknown patient harm/adverse event reported. Additional information was requested; however, no further information was available.